Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that she experienced low blood glucose levels of 2.0 mmol/l. The customer reported that she noticed air bubbles on the tubing and believed that there was an issue with over delivery of insulin. Troubleshooting was performed. The customer reported that the current blood glucose level was 7.0 mmol/l. The customer reported that she had been experiencing low blood glucose for three weeks. Customer stated that the drive support cap was normal. The customer reported that the programming on the insulin pump was accurate. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The customer reported that she feels that the motor on insulin pump is moving on its own. The customer reported that she was unable to upload the carelink report. The customer further reported that the insulin pump does not show full information. The customer was advised that the insulin pump will be return for analysis. The customer was advised to revert to back up plan per health care professional. The product is expected to return for analysis.